Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracoscopic surgery, on stapling an artery, the stapler was able to fire and there was poor staple formation centrally. The staple line came apart and they had to open the chest to repair the vessel by over sewing. The event lead to extended hospitalization. The surgical time was extended by more than 30 minutes due to the product problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracoscopic surgery, on stapling an artery, the stapler was able to fire and there was poor staple formation centrally. The staple line came apart and they had to open the chest to repair the vessel by over sewing. The event lead to extended hospitalization for two days. The surgical time was extended by more than 30 minutes due to the product problem.